Event description:
Customer indicated they required medical treatment on an emergency basis at the hospital as their meter was reading low. Customer was unable to recall comparison readings and did not specify what treatment was provided.